Event description:
Boston scientific received information that the patient's home monitoring equipment detected an out-of-range high shock impedance measurement for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. Additional information received that the physician decided to just watch for any further spikes. All impedance measurements after the out of range value were within normal limits. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.